Event description:
Pt having gastric bypass surgery, the orvil was being deploy down the esophagus by crna came apart, egd needed performed to retrieve the orvil. Ref (B)(4), lot number n0g0941y. FDA safety report ID# (B)(4).